Event description:
It was reported the patient is experiencing ineffective stimulation. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient scoliosis is drastically worse. The patient was put in a back brace to improve his posture and pain. The patient is working with his surgeon to determine the next course of action.